Manufacturer narrative:
Analysis/preliminary evaluation: upon receipt of the sample, visual examination was performed over the entire length of the catheter which revealed the proximal end of the balloon was slightly wrinkled. Functional testing of the balloon portion of the catheter was performed, which identified a material rupture in the proximal area of the balloon. The sample was decontaminated for further evaluation. A lot history review revealed this is the only complaint associated with balloon rupture for this lot. A device history record (DHR) review was performed and noted the device was manufactured to specification prior to being released for distribution. There was nothing found to indicate there was a manufacturing related cause for this event. Conclusion: the returned sample is undergoing evaluation which has not yet been completed. Upon completion of the investigation, a supplement report will be submitted with all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters allegedly ruptured longitudinally before reaching nominal pressure while treating the same target lesion. The health care professional (hcp) used a contralateral approach to treat a calcified target lesion in the superficial femoral artery (sfa). The hcp predilated the calcified target lesion with a 4mm non-dcb balloon. The hcp attempted to inflate the first lutonix dcb to treat the calcified target lesion, but it ruptured before reaching nominal pressure. The hcp then took another lutonix dcb, without any additional predilation of the target lesion, and advanced it to the target lesion. The hcp attempted to inflate the second lutonix dcb to treat the calcified target lesion, but it also ruptured prior to reaching nominal pressure. Both balloons were removed without difficultly. In the hcp opinion, the patient's anatomy and calcific nature of the lesion possibly caused the both material rupture on each lutonix dcb. The lutonix dcb's were returned for evaluation. No adverse patient outcomes were reported. This is one of two products involved with the reported event and the associated manufacturers report number is 3006513822-2017-00127.

Manufacturer narrative:
Analysis/device evaluation: upon receipt of the sample, visual examination was performed over the entire length of the catheter, which revealed the proximal end of the balloon was slightly wrinkled. Functional testing of the balloon portion of the catheter was performed by inflating the balloon to 8 atms, but the balloon was unable to maintain pressure at 8 atms, due to a leak in the proximal area of the balloon. The balloon was examined under the microscope at 20-30x and a longitudinal rupture was found in the proximal area, from the proximal bond to proximal marker band, which measured approximately 4.2mm. The distal end of the longitudinal rupture appears to have scratches on the surface. One side of the rupture shows a material flap, folded outward, with jagged edges on the lower side of the material. A guidewire advanced through the catheter without any resistance, indicating no constriction in the inner lumen. A lot history review revealed this is the only complaint associated with balloon rupture for this lot. A device history record (DHR) review was performed and noted the device was manufactured to specification prior to being released for distribution. There was nothing found to indicate there was a manufacturing related cause for this event. Conclusion: returned product analysis confirmed a longitudinal material rupture in the proximal cone of the balloon, which appears to have scratches on the surface, as well as one side of the rupture shows a material flap, folded outward, with jagged edges on the lower side of the material. In the hcp opinion, the patient's anatomy and calcific nature of the lesion possibly caused each material rupture on both lutonix dcbs used during the procedure. It is unknown if patient and/or procedural issues contributed to the reported event. If additional information becomes available, a supplement report will be submitted with all relevant information.

Event description:
It was reported two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters allegedly ruptured longitudinally before reaching nominal pressure, while treating the same target lesion. The health care professional (hcp) used a contralateral approach to treat a calcified target lesion in the superficial femoral artery (sfa). The hcp predilated the calcified target lesion with a 4mm non-dcb balloon. The hcp attempted to inflate the first lutonix dcb to treat the calcified target lesion, but it ruptured before reaching nominal pressure. The hcp then took another lutonix dcb, without any additional predilation of the target lesion, and advanced it to the target lesion. The hcp attempted to inflate the second lutonix dcb to treat the calcified target lesion, but it also ruptured prior to reaching nominal pressure. Both balloons were removed without difficulty. In the hcp opinion, the patient's anatomy and calcific nature of the lesion possibly caused both material ruptures on the lutonix dcb's. The lutonix dcb's were returned for evaluation. No adverse patient outcomes were reported. This is one of two products involved with the reported event and the associated manufacturers report number is 3006513822-2017-00127.